Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
The customer reported "sensor reading 95% on patient. Calculated abg read 89%. Abg with coox read 87.8%." No known impact or consequence to patient.